Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was confused after using a one-link set to administer IV fluid at her house. She disconnected from the IV fluids and accidentally through away the catheter adapter. She was exposed to open air through her catheter for an unknown amount of time. There was no patient injury or medical intervention associated with this event. No additional information is available.